Event description:
Caller reported false positive troponin I (tni) results on triage cardio profiler test. On (B) (6) 2009 a pt was drawn at 1:35 pm and sample was run on cardio profiler panel ln w45372, meter 35029. The doctor questioned the result and ordered a redraw at 2:56 pm. This wb sample was run on profiler panel w45372, meter 35029. Five days later on (B) (6) 2009, a cbc sample from the original (B) (6) 2009 draw at 1:35 pm was run on profiler panel w45372, meter 35029.

Manufacturer narrative:
The customer did not return any sample or product to biosite for testing. Product support did not confirm the client's observations of discrepant tni results while testing retained devices in-house. Tni recovery was within mfg 2sd range. A review of mfg release data showed tni results to be within release specifications. Product support could not rule out sample-specific interference without return of pt sample. Product deficiency was not established; no corrective action is required at this time.